Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported that her implant suddenly became very soft and she hears a "machine" noise when wearing her processor. She is unable to understand speech. She did not know the exact date of occurrence, but said it happened over the past few weeks. She reports no accidents or changes in health.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported in september of 2017 that her implant suddenly became very soft and she heard a "machine" noise when wearing her processor. She was unable to understand speech. She did not know the exact date of occurrence; it happened in the previous few weeks. The user was re-implanted on (B)(6) 2019.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available so far.

Event description:
The user reported that her implant suddenly became very soft and she hears a "machine" noise when wearing her processor. She is unable to understand speech. She did not know the exact date of occurrence, but said it happened over the past few weeks. She reports no accidents or changes in health. No appointment for surgery has been scheduled at this time.